Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, one (1) tube was cracked. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿, one (1) tube was cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on 22-sep-2025. Investigation summary: bd received one sample and three photos for investigation. The sample underwent a visual inspection, and it was found that the sample had a crack. The customer photos show a tube with a large crack down its side. 30 retain samples were inspected for cracks, with no samples failing. 10 retain samples were tested for brittleness and passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged- cracked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.